Manufacturer narrative:
Correction: d4, h4. Additional information: d9, h3, h4, h6 (update codes), h11. H11: the devices and a video of the sample were provided for evaluation. Visual inspection of the video sample showed a filter leaking from the vent hole; however, visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition, and all components were correctly placed according to the specification. Pressure test and clear passage test were performed and no leakage and blockage was observed. The reported condition was not verified on the returned sample; however, the issue was verified on the video of the sample. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) micro-volume extension sets with 0.2 micron filter leaked from the air venting mechanism. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.